Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella rp flex insertion was initially planned for the right side but there was some swelling at the site from the swan insertion from an outlying hospital earlier that day. The surgeon had great difficulty getting the peel away sheath into place and the sheath was damaged. A new impella kit was opened for a new peel away. During wiring, a 0.027 wire was damaged so a new 0.027 was taken from a second kit. Ultimately, the physician reverted to the right femoral vein for impella rp flex insertion which was successful. There was no harm to the patient and the patient survived the event.

Manufacturer narrative:
The investigation for the product damage has been completed. Pump was returned for investigation. No introducer or guidewire returned. The data log shows the temporary placement signal trend during the time of observed low pump flow and 1053 placement signal not reliable alarm. During the placement signal not reliable event, central venous pressure (cvp) values were negative, and a low trend was noted in contrast and "snr", accompanied by several suction alarms. The 5s optical signal parameters were within specification during the run. The pump passed the laser continuity test. Biomaterial was observed on the returned product and was displaced during the test run. No other physical abnormalities were reported on the returned pump. The pump operated according to specifications during the test in a bucket of water. No alarms related to failure modes were observed during the test. ¿the cause of the low pump flow issue was patient condition related based on data log review and returned product investigation. According to the clinical details, swelling was reported at the site of the previous sheath, and the doctor had difficulty inserting the peel-away sheath. The sheath and guidewire were found damaged during placement. The doctor was successful on the second attempt with a replacement sheath and guidewire. Doctor feels the issue was mostly patient anatomy. The cause of the introducer damage issue was most likely patient condition related, based on given clinical details. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided. Added- h6 impact code 4629.